Manufacturer narrative:
The complaint of subcutaneous break is confirmed. One end of the segment exhibits a smooth diagonal cut, while the opposing end is broken and irregular. However, the mechanism of damage is undetermined. The characteristics of the damage found on the tubing that was returned for evaluation are consistent with a break in the catheter tubing as apposed to sharp instrumentation. It can be assumed a moderate amount of tension had been applied to the catheter during its removal. Notes contained within the complaint incident supports this statement. It should be noted that the complaint sample exhibited pockets of a coagulated blood residue intermittently along the length of the catheter segment. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter and adhering to the endothelial lining of the vessel wall. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
It was difficult to remove the catheter even if the cuff was ripped off beforehand. Seemed the catheter adhered tightly to the blood vessel. The indwelling period was about 3.5 years. The patient had an infection.